Event description:
The customer reported that the system displayed an invalid input error message and would not start up. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep was unable to reproduce the reported issue. The service rep enhanced the printed circuit board contacts, tested the voltage and reinserted the connector. The system was tested and found to be working as intended and put back in service.